Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on the lead at t10. Diagnosis via x-rays confirmed that lead was fractured. Therapy was turned off on the t10 lead to address the issue.